Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The tissue pads were severely worn and there was a mark of contact with the probe on the non-insulated part. Lastly, when the gripping part was closed and the seal mode was output, a seal short-circuit abnormality (error code: u511) occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the instrument's tissue pad wore out and the metal was visible during a therapeutic laparotomy procedure; it made the instrument unusable due to frequent errors. The device was replaced with a new one, and the procedure was completed with no delay. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 and g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible mechanism(s) causing the reported event might be the following: 1) since ultrasonic waves were output in a state where the gripping part was closed (including after the tissue was cut) without grasping the tissue, the tissue pad was severely worn. Grasping section was closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to severe wear out. 2) due to severe wear of the tissue pad, the gripping part and the probe tip came into contact. Since the tissue pad was severe worn out, the grasping section and the probe came into contact. 3) an error occurred because ultrasonic output was performed with the grasping part and the probe in contact. In addition, contact marks occurred. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. The event can be detected/prevented by following the instructions for use which state: "do not close the gripping part and output when nothing is grasped between the grasping part and the probe tip, or when it is not possible to confirm whether the living tissue or blood vessel being grasped has been incised. Due to abnormal heat generation caused by friction between the gripping part and the probe tip, the gripping part and the probe tip may be damaged, deformed, or falling off, and part of the tissue pad may peel off, leading to severe wear. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When treating living tissues or blood vessels, make an incision with light tension so that the incision can be seen. Also, when it is cut off, stop the output immediately. Otherwise, abnormal heat generation due to friction between the tissue pad and the probe tip may lead to damage, deformation, or disconnection of the gripping part (both the stainless-steel part and the fluoropolymer part) and the probe tip, or a part of the tissue pad may peel off. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.